Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 400mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Retainer ring was damaged. Insulin pump had insulin flow blocked alarm. Troubleshooting was performed. The customer will continue to use the device.

Manufacturer narrative:
Retainer ring = missing the customer was hospitalized for high bg's and no delivery alarm. The customer alleged the reservoir fell out of the insulin pump. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The insulin flow blocked alarm/no delivery alarm functions properly during the basic occlusion test, and force sensor test. Unable to verify the no delivery alarm during the occlusion test due to missing retainer. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, faded serial number label, peeling end cap address label, keypad overlay texture damage, scratched keypad overlay, stained keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Please see below for the no delivery alarm listed in the formatted history file on the event date. (B)(6) 2022 03:17:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 03:27:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 03:34:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 03:44:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 05:28:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 05:38:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 05:51:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 05:56:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 06:06:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 06:26:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 06:35:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 06:45:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 06:48:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 06:58:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 07:04:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 07:14:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 07:22:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 07:32:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 07:33:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 07:43:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 08:06:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 08:16:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 08:16:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 08:22:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 08:32:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 08:33:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 08:43:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 09:09:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, (B)(6) 2022 09:19:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, 02/25/2022 10:55:00.000 alarmalertnotification faultnumber = no delivery (7) - basal, 02/25/2022 11:05:00.000 alarmalertnotification faultnumber = no delivery (7) - basal. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer (confirmed). Unable to confirm alleged high bg's. The customer alleged no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.